Event description:
The customer initially reported that the unit failed to charge the battery. In a subsequent communication, the customer informed philips that the unit failed to power up on battery power with a known good battery.

Manufacturer narrative:
(B)(4), this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.